Event description:
It was reported that during a low anterior resection procedure, it ws found that a few staples of the proximal part were protruding after the device was inserted through the trocar at the first firing. Therefore, a new reload was loaded into the device and going to be fired. However, the closing lever could not be grasped. Another new device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep confirmed that when the closing lever was grasped, a click sound was not heard and the device was not locked. Also, even though the articulation lever was returned to its original position, the shaft was not returned to a straight position.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis showed that the 6tb45 device was received with the articulation mechanism damaged. The device was received with a cartridge reload loaded on the device. The reload was received partially fired and with no damage to the lockout. In addition another reload (b) was received inside the bag, in good visual condition and fully loaded with staples. The device was tested for functionality with the returned reload b and test reloads on the three articulated positions and it fired, cut and formed the staples as intended. The device closed and opened without any difficulties noted. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B) (4). A batch record review was performed and no anomalies were found during the manufacturing process.